Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-08393, 2134265-2013-08392. It was reported that patient experienced pain during the procedure. The patient was undergoing a percutaneous coronary intervention. Access was obtained via the femoral artery. The 3.0x20mm, de novo, eccentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 330cm rotawire, a 1.50 mm rotalink burr and a rotalink advancer were selected for use. The guide wire was advanced across the lesion. The burr and advancer were loaded over the wire. Platform testing was performed outside the patient without any issues. A little bit of resistance was noted when the burr was advanced into the guide catheter. As the burr approached the lesion, the rotation speed decreased to 80000 to 90000 rpm. The procedure was stopped because the patient felt pain. The devices were removed as a system and the pain was relieved. The procedure was completed by dilating the lesion with a balloon and stent implantation. There were no further patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. During the product analysis the related catheter unit was attached to the advancer unit and the related guidewire was inserted in the device. An attempt was made to remove the guidewire from the device. The guidewire spring tip detached from the guidewire. The guidewire was removed from the rotablator unit. Visual examination of the advancer was carried out. A connect/disconnect test and a tug test was carried out and no issues were noted with the plus unit¿s handshake connection. The rotablator advancer unit was wet tested and no speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was also seized. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." (B)(4).

Event description:
Same case as: 2134265-2013-08393, 2134265-2013-08392 it was reported that patient experienced pain during the procedure. The patient was undergoing a percutaneous coronary intervention. Access was obtained via the femoral artery. The 3.0x20mm, de novo, eccentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 330cm rotawire, a 1.50 mm rotalink burr and a rotalink advancer were selected for use. The guide wire was advanced across the lesion. The burr and advancer were loaded over the wire. Platform testing was performed outside the patient without any issues. A little bit of resistance was noted when the burr was advanced into the guide catheter. As the burr approached the lesion, the rotation speed decreased to 80000 to 90000 rpm. The procedure was stopped because the patient felt pain. The devices were removed as a system and the pain was relieved. The procedure was completed by dilating the lesion with a balloon and stent implantation. There were no further patient complications reported and the patient's status is fine.